Event description:
Device 2 of 4. Ref MFR reports: 1627487-2013-15680, 1627487-2013-15682, 1627487-2013-15683. The pt has 2 anchors (from the same lot) implanted as part of her scs system. It was reported, the pt's ipg feels warm. The pt turned stimulation off on (B)(6) 2013, and the next day it was still warm. The sjm rep met with the pt and indicates redness at the ipg site but no signs of trauma. The pt went to the emergency room on (B)(6) 2013, where she was found to be septic and the pt's entire scs system was subsequently explanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.